Event description:
Event description cpi received information that a patient with this implantable cardioverter (ICD) presented for a follow-up after receiving a shock. Patient was asymptomatic. The device could not be interrogated and was explanted. The physician elected to cap the chronic lead and implant a new ICD and lead.